Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic esophagectomy. The device was used for two firings at the top part of the stomach. All seemed to work fine. However, at about 10 days post op, the pt's staple line at the top part of the stomach came apart. The pt was re-operated on and sutured up. The pt was radiated prior to the first surgery. The surgeon stated that the radiated tissue sloughed off, and it left two rows of staples which wasn't strong enough to hold. The pt is currently doing fine. Pt history: smoking and radiated pt.